Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error using excessive force to pass the needle through fibrous/calcific tissue.

Event description:
On 6/11/2024, it was reported by a sales representative via sems-(B)(4) that an ar-13999mf fastpass scorpion had an issue with the ar-13999hdn hd scorpion needle; the tip of the hd scorpion needle broke, and all pieces were recovered from the patient. The case was completed using another ar-13999hdn hd scorpion needle and ar-13999mf fastpass scorpion handle. There was no delay to the case for the recovery of the needle and no additional steps added or anesthesia. This was discovered during a shoulder arthroscopy on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.